Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed as an app crash was confirmed. The patient's alerts were not being saved. The probable cause could not be determined. No injury or medical intervention was reported.